Event description:
Customer feeling ill slurred speech and sweating. Tested on device and then went to hosp. Device reading was inconsistent with hosp lab result. Pt was treated at hosp with IV glucose. Pt now feeling fine.

Manufacturer narrative:
Standard disclaimer on file.